Manufacturer narrative:
A review of the device history record was performed and all product met finished goods testing requirements including pouch seal strength for the lot prior to release. The suspected device was returned and was tested for pouch seal width and the sample passed. The report could not be substantiated and a cause for the event cannot be established. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees have caused or contributed to the event described in this report. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA.

Event description:
According to the reporter, "I opened up the outer box for the maxbraid suture and gave the nurse the inner package to open onto the sterile field. The nurse noticed that the back end of the peel pack for the suture was not sealed."